Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report an issue setting the calibration code number on the onetouch ultra2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, the patient noted she had an issue programming the reported meter with the correct calibration code number for the lot of test strips in use. After the attempted use of the meter the patient experienced the symptoms of blurred vision, sweating and dizziness. The patient took the action of consuming less food and/or drink; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. The issue was resolved with troubleshooting and patient education. The reported issue was resolved with training and did not indicate the meter was not functioning appropriately. However, as the patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter issue occurred, this complaint is being reported.